Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements resulting in a lead safety switch (lss), eventually going out of range in both unipolar and bipolar configurations. Technical services (ts) suggested this was a physiological change rather than mechanical. Ts discussed adjusting the out of range alert by increments of 250 ohms up to 3000 ohms. No adverse patient effects were reported. This rv lead remains in service

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements resulting in a lead safety switch (lss), eventually going out of range in both unipolar and bipolar configurations. Technical services (ts) suggested this was a physiological change rather than mechanical. Ts discussed adjusting the out of range alert by increments of 250 ohms up to 3000 ohms. No adverse patient effects were reported. This rv lead remains in service